Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used y-connector with the drainage tubing still attached only. Visual inspection noted a separation of the weld on the y-connector. Defective sealing at the junction of both parts (tailpiece / "y¿ connector head) was found. The defect was due to insufficient welding during the manufacturing process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: ¿do not squeeze the ¿-connector¿. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that on (B)(6), the drain was placed during surgery. After the surgery, when checking the drainage in the ward, a small amount of air was observed to be leaking. At the next observation, the air leak was found from the disconnected y-connector. The doctor clamped the tube and removed the drain. No replacement was placed. Body fluid remained in the knee. Due to the detachment of the welding part of the y-connector, the drain tube had to be removed. The patient continued to be monitored. The patient did not display any signs of abnormality including hematoma or infection.